Event description:
Patient had infected primary left hip. Dr. (B)(6) removed components and implanted a spacer.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 5 accolade ii 127 deg; cat# 6721-0535; lot# 43360302; delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 43850402; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mmh8nw; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmj30r; trident psl ha cluster 56mm; cat# 542-11-56f; lot# mmh3p5; acetabular dome hole plug; cat# 2060-0000-1; lot# mmjlld; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available by the surgeon. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient had infected primary left hip. Dr. (B)(6) removed components and implanted a spacer.